Manufacturer narrative:
Weight was as of (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the cause of the issue was that the ins was dead and they needed a charger. A charger was provided to the patient by the neurology clinic to borrow until they received another one from the manufacturer. It was reported that the issue was resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for dystonia and movement disorders. The patient reported that the connector pins on their desktop charger (dtc) were broken. The patient also reported that their ins died today. The patient reported that they needed to charge the ins and turn it back on as they could not function without it. A replacement dtc was shipped to the patient. No further patient complications have been reported as a result of this event.